Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported through government agency that an ophthalmic cutting knife was found to be dull and failed to penetrate smoothly. The surgery was completed on the same day with alternative knife. There was no patient impact.